Event description:
It was reported that the patient was oversensing t-waves on the ventricular channel due to lead noise. The patient received inappropriate hv therapy as a result. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.